Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently experienced low blood glucose (bg) levels below 40 mg/dl; causes were not known. Additionally, the basal software intermittently did not suspend insulin delivery. Customer consumed glucose tablets to address bg. The customer declined to perform further troubleshooting with tandem technical support.